Event description:
Customer called facility and reported that a vip vent needed to be checked out and tested to see if any problems are present, facility asked customer if there was any information that might help facility in troubleshooting and customer stated the following. "A pt died, and then was revived and is doing ok now." They do not know if the ventilator was involved or to what extent it had to do with the incident. The biomed that has been trained on the vip's for ge has run the unit has done a complete check out and test and cannot find any discrepancies in the function or operation of the vent, they are requesting field service come in and check the unit for all functions and operation. There were no other details available at this time. In 2005, the director of respiratory informed co that there was no death or serious injury associated with this incident.